Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so; the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappears.